Event description:
It was reported that the pacemaker system was exhibiting an increase in right ventricular (rv) lead pacing impedance measurements of a non-boston scientific lead. An increase in capture thresholds was also noted. Technical services (ts) was consulted and recommended troubleshooting. The pacemaker system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).